Event description:
On (B)(6) 2023 patient taken to operating room and connected to power module in operating room by perfusionist. Upon being connected to the power module, patient had a momentary loss of power to vad controller causing the vad to alarm no power and indicate 0 rpm's. Patient connected back to batteries with restoration of power. New console acquired by perfusionist. Console with power loss further tested on closed loop with repeat of power loss. Console removed from circulation.